Event description:
It was reported that there was a drastic drop in battery voltage within a six month period of time. It was further reported that the device showed voltage below 2.31 v for several months, but eri (elective replacement indicator) was not triggered. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) analysis found the battery had higher than expected internal resistance which caused incorrect rtt (real time telemetry) battery voltage measurements.